Event description:
Ous MDR. After an implantation time of about 79 months, oversensing with shock deliveries was reported. The ICD showed battery depletion and could no longer be interrogated. The lead was capped and remains inside the patient. The ICD was explanted and returned to biotronik for analysis.

Manufacturer narrative:
As of today, we have not received the lead for analysis and could therefore not examine it. If additional relevant information or the lead itself should become available, the incident will be updated accordingly.in summary, there were no indications of a device malfunction.